Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was supposed to have a magnetic resonance imaging (MRI) but there was an issue found on this rv lead. Boston scientific technical services (ts) referred the patient to the clinic to check the lead. The lead remains in service. No adverse patient effects were reported.